Manufacturer narrative:
Co is unable to complete its investigation of the MDR incident listed above due to the fact that the meter was not returned to lifescan. Therefore, co has not been able to evaluate the meter to determine whether or not a device malfunction may have contributed to this event. Batch record review indicates no non-conformances in the mfg process. At this point, co considers this matter closed.

Event description:
The pt, a 13 y/o iddm, began obtaining low readings on her one touch ii meter on 8/1. Throughout the day on 8/3, her meter results ranged from 33 mg/dl to 79 mg/dl. She made no changes to her diet or medication. At 7/p, her blood glucose was 89 mg/dl. Because the pt was experiencing tiredness and rapid breathing, she was transported to the hospital where at 7:20/p, her blood glucose was 604 mg/dl on a hospital meter (brand unk) and 666 mg/dl from a lab draw. She was admitted with a diagnosis of diabetic ketoacidosis, begun on saline IV for dehydration and later given insulin. Her one touch ii meter read 16 mg/dl at 8/p. The meter is cleaned with alcohol once or twice a month and qc tests are not performed. The product's instructions for user recommend cleaning once per week using water only, as alcohol can damage the meter optics. In addition, the owner's manual states that testing while in a dehydrated condition may produce inaccurately low meter results.